Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Event description:
The customer reported via phone call that back of the insulin pump was damaged. The customer¿s blood glucose level was 274 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.